Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that after b.17 software update, the cardiosave intra-aortic balloon pump (iabp) a blue screen and maquet logo are displayed on startup, and the system cannot be entered.

Manufacturer narrative:
A getinge field service engineer(fse) evaluated unit and confirmed the issue. Fse replaced the upper display monitor pcba(0670-00-1182) and video generator pcba(0670-00-1183) on the screen. An alarm occurs after booting, because there is no matching relationship between the software. Turn on the device for the second time according to the instructions, and the device will start to update automatically. After about 20 minutes, the update will be completed and double ticks will appear on the screen. Wait 20 seconds after shutting down and then turn it on again. The screen stays on the blue screen of maquet logo as before, and cannot enter the system. Reboot and test the device for many times with the same result. Connected to the demo machine screen can be used normally, it is judged that the problem is still the screen.the claim parts need to be reapplied.

Event description:
N/a.

Event description:
It was reported that before use, after b.17 software update, the cardiosave intra-aortic balloon pump (iabp) a blue screen and maquet logo are displayed on startup, and the system cannot be entered. There was no patient involvement.